Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the reload and handle would not load and lock into place. Second reload was used and it had the same issue. Therefore, the stapler was unable to fire and the surgeon was unable to press the green button and squeeze the handle. There was no injury caused to the patient and no medical intervention was required.